Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The customer will discontinue the use of device

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged damage to battery compartment found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked corner of belt clip rails, cracked case (battery tube), cracked battery tube threads, faded serial label damage, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) was noted. Additionally, blank display was confirmed due to misaligned battery tube.